Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) as the lead was found to be dislodged. The patient was scheduled for a lead revision. Additional information obtained from the field which indicated that the lead was revised. The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.